Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of "ultrasound tip damaged." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined that a gap of adhesive was present on the distal end and a cut on the probe unit that reached to the hard part under the pink probe coating was present. This report is submitted due to the gap of adhesive present on the distal end and the cut on the probe unit that reached to the hard part under the pink probe coating.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a gap of adhesive was present on the distal end due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue) and a cut on the probe unit that reached to the hard part under the pink probe coating was present due to physical stress, such as dropping/knocking. Additional evaluation findings are as follows: 1.) Angulation did not meet standards; 2.) Crack of adhesive on a-rubber; 3.) White spots/dots in image; 4.) Insulation resistance value out of specification. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the gap in the adhesive material towards the distal end of the device. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the malfunction. However, it is probable that issue occurred because the device was mishandled or subjected to physical or chemical stresses. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3 preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.